Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals insignificant anomalies and functionally tested okay. There was no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir (infrared) images, and thermocouple data closely matched control data.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0rqvf, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had warm/hot feeling at pocket site with pain. Caller reported physician explanted the day before reported event date. It was unknown how long patient had been experiencing issue. Caller does not know if culture was done. It was later reported that the patient explanation was done on (B)(6) due to the complaints of battery being warm at pocket site and pain associated with pocket site. Representative was notified after explant. Healthcare provider decided to remove implant and send to manufacturer for analysis to see if it was faulty. The patient was fine. It was later reported that the battery was implanted on (B)(6) 2015. It was noted at the time of report that the patient was alive with no injury. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.